Event description:
The customer reported that their abbott diabetes care (adc) device reader does not work, does not scan, and would not power on. As a result, the customer was incapable of testing and experienced dizziness, lack of strength, and high blood sugar. The customer was unable to self-treat and was taken to the emergency room, where an insulin (type/dose unknown) was administered by the healthcare processional for the hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and no issues were observed. Reader was powered on and observed ER-2 message. Reader was connected from software and event log was downloaded. Verified uom with the 3rd letter of the reader¿s serial number. $uom? Command was sent when using software and observed response was 1 for mg/dl. Sent command $sn? Using software and observed response was other than the serial number printed on the back of the reader. Reconfigured the serial number by sending command $sn,mgge076-t7150 on software. Error message was observed to be disappeared after reconfiguring the serial number. Reader passed the built-in reader test. An extended investigation was performed. Visually inspected the returned reader and no issues were observed. No ER-2 code message was observed. Reader log was successfully downloaded. Reader was connected to software and sent commands "$uom?" And "$sn?". Performed reader built test. The unit of measure (mg/dl) and the serial number printed on the back of the reader match the expected specifications and the reader successfully passed its self-test, indicating no functional issues. However, the error observed during previous phase, associated with a mismatched serial number, confirms that is a confirmed issue. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, cable and adapter were reviewed and the dhrs showed the freestyle libre reader, cable and adapter passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that their abbott diabetes care (adc) device reader does not work, does not scan, and would not power on. As a result, the customer was incapable of testing and experienced dizziness, lack of strength, and high blood sugar. The customer was unable to self-treat and was taken to the emergency room, where an insulin (type/dose unknown) was administered by the healthcare processional for the hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.